Manufacturer narrative:
H3): the device was discarded, thus no investigation could be completed. H6): added codes: 4755, 4619, and 4621.

Manufacturer narrative:
(B)(4).

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to non function, and a redundant lead. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction to aid in the leads'' extractions. The physician chose to use a spectranetics 14f glidelight laser sheath to begin the procedure. After progress stalled in the superior vena cava (svc) region, the physician chose to upsize to a 16f glidelight device, then used a spectranetics tightrail rotating dilator sheath. It was noted that the leads were heavily fibrosed. During use of the tightrail device, a small pericardial effusion appeared. There was no surgical intervention required; the small effusion did not impact the patient's blood pressure. The physician attempted to unlock the llds from both the ra and rv leads, but was unsuccessful. Both leads, each containing an lld, were cut, capped and remained within the patient's body (please reference mdrs #1721279-2021-00068 capturing the lld within the ra lead and 1721279-2021-00069 capturing the lld within the rv lead, both of which were cut/capped and remained in the patient's body). The patient survived, and was successfully extubated the same day. This report is being submitted to capture the tightrail device, in use when the effusion was detected. There was no alleged malfunction of the tightrail device within the procedure.